Manufacturer narrative:
During site visit by abbott field service (fsr), the field service representative (fsr) inspected the analyzer determined the joint, tbg, reagent arms (rohs) (2-89233-02) the likely causes of the issue. The replacement of parts which resolved the issue. A review of the analyzer service history identified no contributing factors to the current complaint a review of the architect c8000 processing module, serial number (B)(6). A service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c8000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results. The architect c8000 systems service and support manual, provides removal and replacement procedures for the joint, tbg, reagent arms (rohs) (2-89233-02). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 processing module, serial number (B)(6), or the joint, tbg, reagent arms (rohs) (2-89233-02).

Event description:
The customer observed falsely decreased sodium results on architect c8000 processing module for one patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial sodium=(B)(6) mmol/l /repeated on same analyzer=(B)(6) mmol/l /repeated on other architect=(B)(6) mmol/l. Laboratory reference range for sodium=136 to 144 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.